Event description:
It was reported that pump had a crack in the case. Crack was seen on the reservoir compartment. Pump was not dropped or bumped. Customer does not know how it happened. Insulin pump will need to be replaced.customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.